Event description:
It was reported that a pt underwent a pacemaker procedure on (B)(6) 2010 and topical skin adhesive was used. The pt experienced a reaction at the incision site. The pt saw a dermatologist on (B)(6) 2010 and the pt was administered antibiotics. Add'l info was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.